Event description:
It was reported system errors occurred. Followup information indicates the system errors occurred during startup of the programmer. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. The event was caused by the programmer software, and as a result the software was reloaded and the link electronic module (lem) circuit board was recalibrated to address the errors found in the error log. (B)(4).

Event description:
It was reported system errors occurred. Followup information indicates the system errors occurred during startup of the programmer. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).